Manufacturer narrative:
This complaint was generated from literature review for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: qi, m., chen, h., cao, p., tian, y., & yuan, w. (2013). Incidence and risk factors analysis of heterotopic ossification after cervical disc replacement. Chinese medical journal, 127(22), 3871-3875. Received august 10, 2014. No. Of ho patients in single level group (grade iii=4 ) (grade IV=2); no. Of ho patients in double level group (grade iii =3) (grade IV=1).